Event description:
Following the device use to successfully treat a patient, it was reported that it lost power and restarted on its own several times. The device failure occurred as the emergency personnel was removing the ECG leads from the patient after use. The device use had no adverse effects on the patient. There was no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4): physio-control has received the device and is in the process of evaluating it. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.